Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Conclusion code: off-label use [under 21 years of age at time of implant ((B)(6)), anterior endothelium chamber depth < 3.0mm (2.93mm)]. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.00 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Patient post-op bcva was 20/16.6 on (B)(6) 2017. Product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found no visible damage and clear residue on lens. (B)(4).